Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Audiologist reported high impedance on apical electrodes. Furthermore, the user's hearing performance with the device is affected. Further technical channels are reportedly scheduled. Awaiting CT scans.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The recipient will be monitored by the clinic. The device remains implanted and in use.

Event description:
Audiologist reported high impedance on apical electrodes. Furthermore, the user's hearing performance with the device is affected. The user is satisfied with her performance with the device and therefore there is currently no plan to explant.